Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014; samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of the code/batch. There are no units in OEM stock. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Received the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6); complaint states: needle detachment